Event description:
A nurse reported 4 pts who developed infections following srugery where depo-medrol, gelfoam, gentamicin, and thrombin where administered. Upon further investigation, only 2 pts were confirmed to have infections where both gelfoam and depo-medrol were used, 1 pt is suspected of having an infection where both depo-medrol and gelfoam were used, and 1 pt is confirmed to have had an infection where only gelfoam was used. The nurse contacted co to question the possibility of contamination of the products used. She was also contacting the MFR's of gentamicin and thrombin (also considered suspect). This report describes a 39 year-old female in which gelfoam sponge was used for a back surgery procedure in mid to late april. After the surgery, she devloped an infection which was cultured and identified as staphylococcus aureus. She was hospitalized and treated with intravenous antibiotics. Outcome is unknown. The source indicated that the physician who performed the surgery on this pt and the others in question, is no longer performing surgery at their center, although he continues to practice at other centers in the area. The 4 suspects lot numbers of depo-medrol provided were 97bma; 90bmw, 82bbs, and 76bck; the 2 suspect gelfoam lots provided were 67bma and 67bsf. It was later learned that lot 76bck was not depo-medrol, but a solu-medrol lot number and 67bsf was a different gelfoam product. Further investigation with the source could not reveal exactly which lot numbers of either product were used in this or any of the pt's involved. The reporter did indicate that all of the suspects medications were cultured as part of their own investigation. All cultures were negative. Co's quality investigation revealed no prior complaints for the suspect lots as well.